Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported patient had poor coupling with recharging. It was taking too long to charge. Patient reported he was in a ¿major accident¿ on (B)(6) 2018 which put him in a hospital in florida for over 2 months. Patient mentioned ever since the accident, he had been having difficulty recharging his ins. Patient stated it took him 8 hours to charge his ins. Patient stated a rep met him to check the stimulator. Patient mentioned they were going to replace the ins. It was noted rep was notified at the hospital about 3 weeks to a month ago, and it was monday. The manufacturer representative reported they were only aware of the possibility of the implant being replaced on the day of the report. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Consumer reported their ins replacement was scheduled for (B)(6) 2019. No further complications reported/anticipated.